Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. In addition, three malformed clips were received inside of a plastic bag. The device was disassembled and evidence of corrosion was found throughout the broken area. Seven remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issue, please do not reuse, reprocess or re-sterilize devices. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness, or death. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap appendectomy, the device was fired and the clips were tear drop shaped and not "flat". None of the clips fell into the patient. The procedure was completed with an second like device with no patient consequences reported. No additional information is available.